Manufacturer narrative:
The serial number could not be provided because it was not possible to the see serial number for the controller. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an alarm on (B)(6) 2022 and they decided to exchange the controller. However, the new controller had a battery fault so the patient returned to the primary controller. The primary controller was exchanged during a follow-up clinic visit on (B)(6) 2022. It was not possible to see the serial number for the controller.

Manufacturer narrative:
Section d6a: date of implant was inadvertently included in the previous report. Date of implant is not applicable for heartmate ii system controller. Manufacturer's investigation conclusion: the heartmate ii pocket controller, serial number (B)(6), was returned for evaluation following the reported event of an alarm on 29apr2022. The provided information indicated that the patient exchanged the controller to the backup controller then back to the primary controller (B)(6) after a different alarm occurred. The submitted log file (labeled 20220512_114814) and the downloaded log file (labeled b7111455) contained combined data spanning approximately 18 days (24apr2022 ¿ 12may2022 per the timestamp). On 29apr2022 at 9:56, the low flow hazard alarm activated remained active until 10:31 when the driveline was disconnected to exchange the controller. The driveline was reconnected to the controller at 10:34, the low flow alarm remained active until11:17. The low flow alarms did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarm active in the log file. During the investigation there was an incidental finding of a damaged power cable jacket. The returned system controller was functionally tested and found to operate as intended during analysis. The low flow hazard alarms were not reproduced during testing; the reported event could not be correlated to an issue with the system controller. The device history records were reviewed and the records revealed the heartmate ii pocket controller (serial#: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. (B)(6) was shipped from abbott on 05may2016. Heartmate ii instructions for use (IFU) section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the controllers and equipment do not get wet. Heartmate ii instructions for use section 2 entitled ¿system operations¿ and heartmate ii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.